Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. Upon reviewing stored electrogram, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing caused due to post paced t wave oversensing. The patient did not receive any therapy during the oversensing. Programming changes were discussed. The physician decided not to perform any intervention. The patient was stable throughout and no symptoms were reported.

Event description:
New information received on october , 2018 states that t-wave oversensing issue was observed. Device is being monitored. No further information available.